Manufacturer narrative:
(B)(4). The customer reports that the device failed the charge button test during an operational check. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the processor pca that caused the device to fail the change button test during opcheck.

Event description:
The customer reports that the device failed the charge button test during an operational check. There was no reported pt involvement.